Event description:
The pt felt that the pump was not relieving her pain as it had; she believed the pump was not working. The pt had fallen twice for "no reason" and was concerned it had done something to pump; she also expressed concern about the falls. The pump (in the right abdomen) felt swollen. The pt presented to the emergency room on (B) (6)2010. The physician's assistant (pa) attempted to aspirate any seroma/fluid with little return. The pt was examined by the implanting surgeon's pa and he told her the CT scan showed a left ovarian cyst which might account for left sided pain and instructed the pt to follow up with her pain specialist and/or her primary care doctor. The pa did not say the pt was in acute withdrawal. The pa discharged the pt and told her to take oral meds until seen by her pain specialist. She was awake and cooperative. The pain doctor was updated following interrogation of the pump; interrogation showed no alarms or motor stalls. Add'l troubleshooting was being considered. The device sys was used to deliver dilaudid (4 mg/ml at .3 mg/day). Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4).